Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings:. During investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the cartridge compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.